Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3® delivery system. After the components were deployed, thrombosis of left external iliac artery (leia) was observed. A thrombectomy was performed and a bare metal stent was implanted to leia. The procedure was concluded. The patient tolerated the procedure. The physician believes that the thrombosis of leia might have been caused by shower emboli since the patient had a ¿shaggy¿ aorta.